Event description:
It was reported the patient had stimulation in the wrong location and a shocking or jolting sensation. The reporter stated they were not getting pain relief down their back and across their legs. The reporter further stated its all going into my belly where the pump is. It was noted the patient was worried this would hurt their pump. It was further noted that this had been going on for about the last two weeks. The reporter stated that if they turn their implantable neurostimulator (ins) off they can feel it, but when they turn the ins on they can feel it right at the pump and it doesn¿t go down their legs. It was noted the patient had tremendous leg pain and stimulation just went across their belly. It was further noted the patient had an appointment with their healthcare professional on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3986a, lot# n320733, implanted: (B)(6) 2012, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3587a25, lot# n133918, implanted: (B)(6) 2008, product type: lead. (B)(4).